Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2012; inratio: >7.5; lab: 2.1. Ten minutes elapsed between meter and lab tests.

Manufacturer narrative:
Investigation pending.